Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
It was reported by the customer that the ventilator was not taking a charge. There was no report of patient involvement or patient harm associated with this issue.